Event description:
"Caller alleged discrepant results compared with the doctor's meter and lab. Results as follows:" date: (B)(6) 2009, inratio2: 4.1, doctor's meter: 2.1, lab: 3.1. Correlation performed by customer using new strips. The doctor's meter was not tested. The results are as follows: inratio2 = 3.8, lab = 2.8.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Per description, time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio 2 meter = 4.1 inr, reference = 3.1 inr, mean = 3.60, confidence limits = 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Additional discrepant results accuracy comparison of inratio test with doctor's results provided by end-user: customer's inratio = 4.1 inr, doctor's inratio = 2.1 inr, mean = 3.10, sd = 1.41, %cv = 45.62. Since 45.62% cv is more than 20%, the precision test failed the criteria for precision. Additional discrepant results accuracy comparison of inratio test with lab results provided by end-user: date: (B)(6) 2009, inratio 2 meter = 3.8 inr, reference = 2.8 inr, mean = 3.30, confidence limits = 1.9-4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Returned meter and strips were tested. Test results met precision criteria. Meter functional test was performed on returned meter. All testing criteria passed. See scanned table. For each pair of replicates for each sample strip lot 214532, mean and standard deviations were calculated. In-house test results have 3.01% and 6.43%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on returned and in-house meters. No further action is required. As of 11/23/2009, 13 discrepant results complaints were reported for lot # 214532 yielding a complaint rate of 0.017%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.